Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that no stock out generated. A technical support specialist confirmed that the customer has agreed to the creation of a new ticket for a different issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es had no inventory. The clinician was in the process of retrieving succinylcholine from the pyxis device, only to discover that there was no stock available. A patient was needing to be rapidly intubated and sedated. Per customer, the device had a recorded quantity of 4 to begin. After dispensing quantity of 1 the end value changed to 0 instead of 3. There was no report of impact to the patient or user during this event.